Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. There was an allegation of additional questionable results from the cobas 8000 c702 module. Patient sample 2: on (B)(6) 2025, the initial creatinine plus ver.2 result was 98 mol/l, and the repeat result from another analyzer was 77 mol/l. The creatinine reagent lot number was 853137. The expiration date was not provided. Patient sample 3: on (B)(6) 2025, the initial calcium result was 1.62 mmol/l, and the repeat result from another analyzer was 2.28 mmol/l. The repeat result from the original analyzer was 2.25 mmol/l. The calcium reagent lot number was 841368. The expiration date was not provided. Patient sample 4: on (B)(6) 2025, the initial glucose result was 0.75 mmol/l, and the repeat result from another analyzer was 6.65 mmol/l. The glucose reagent lot number was 828640. The expiration date was not provided. The questionable results were not reported outside of the laboratory. The investigation is ongoing.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The field service engineer performed preventive maintenance and replaced all diaphragms in vacuum pumps. He ran blank cell checks that were acceptable. The customer performed calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. The initial result was 33. The repeat result was 165. The unit of measure was not provided.

Manufacturer narrative:
The investigation determined that the issue was resolved by the service actions.